Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to press the esc or act button twice in order for the insulin pump to register the press. The customer stated that he wanted a replacement insulin pump. Advised customer on the necessary steps to receive a replacement insulin pump. The customer's blood glucose was unknown. Nothing further reported.